Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation fallopian tubes"), device dislocation ("migration"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 154828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, cholelithiasis, depressive disorder, bipolar disorder and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criterion hospitalization), pelvic pain ("pain"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), hypertrichosis ("facial hair"), pelvic infection ("pelvic infection") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgery (to remove essure implant) and surgery (hospitalized after vaginal hysterectomy for postop bleeding). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, weight increased, mood swings, hot flush, hypertrichosis, menorrhagia, vaginal infection, urinary tract infection, pelvic infection, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had not resolved and the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, hypertrichosis, menorrhagia, mood swings, pelvic infection, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: CT scan shows a complex multicystic structure noted within the pelvis, possibly arising from the right ovary measuring 5 cm, surrounding the cyst, there is a complex fluid collection with thick enhancing wall most likely representing pelvic abscess diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding, pelvic pain, back pain, abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication , lot number and events weight gain, mood swings, hot flashes, facial hair; abnormal bleeding (vaginal, menorrhagia); vaginal/urinary; infection pelvic; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; perforation (fallopian tube(s)); fatigue; perforation (uterus) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation fallopian tubes"), device dislocation ("migration"), pelvic infection ("pelvic infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 154828-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, cholelithiasis, depressive disorder, bipolar disorder and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criterion hospitalization), pelvic pain ("pain"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), hirsutism ("facial hair") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),), surgery (total hysterectomy (uterus and cervix removed), ), surgery (to remove essure implant) and surgery (hospitalized after vaginal hysterectomy for postop bleeding). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic infection, vaginal haemorrhage, weight increased, mood swings, hot flush, hirsutism, menorrhagia, vaginal infection, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower had not resolved and the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hirsutism, hot flush, menorrhagia, mood swings, pelvic infection, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: CT scan shows a complex multicystic structure noted within the pelvis, possibly arising from the right ovary measuring 5 cm, surrounding the cyst, there is a complex fluid collection with thick enhancing wall most likely representing pelvic abscess. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding, pelvic pain, back pain, abdominal pain. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6). At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.